Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 01/10/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 02/28/2017 software review of spine logs were reviewed and provided no additional insight regarding the unexpected exit. Unable to determine probable cause with the information provided.

Event description:
A medtronic representative received a report from a site that their navigation system experienced an expected exit during set-up prior to a procedure. The site re-booted the navigation system and restored normal function. There were no further issues, the navigation system functioned properly from that point on. In trouble-shooting, a site biomed representative performed electrical safety check and verified that cables were plugged in. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.